Event description:
It was reported that during an implant procedure that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. A bluetooth reset was performed, and the pairing was restored. The patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.